Event description:
I was using renu with moistureloc since 1999. But it was only a year and half ago, I developed blurred vision and pain. I was diagnosed with cataracts even though I had no previous indications of this sudden occurrence. Both eyes have been operated on and I was hospitalized twice.